Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the probe would not cut at the beginning of a vitreoretinal procedure. There was no patient harm. It is unknown if the probe was aspirating at the time of the event. A product sample was requested for evaluation.

Manufacturer narrative:
A probe sample was returned for evaluation. A device history record review for the lot was conducted. No anomalies were found during the device history record reviews. The product was released based on the product¿s acceptance criteria. The sample was visually inspected using 25x magnification and found to be visually nonconforming. The needle has an obvious bend just above the stiffener sleeve. Actuation testing was performed and deemed nonconforming. The cutter remained in the open position with no movement. Aspiration testing was performed and deemed conforming. Cut testing could not be performed due to the nonconforming actuation. The probe was disassembled and the components inspected. There was significant resistance felt when removing the inner cutter from the bent needle. There was approximately 20 minutes of wear on the inner cutter when compared to the cutter wear visual standards. The inner cutter is severely bent. The inner cutter is detached from the coupling. The product sample evaluation does confirm the probe had a quality issue that resulted in the probe not being able to cut. The evaluation indicates the probe was functioning for approximately 20 minutes and then stopped cutting due to the detachment of components within the probe. The root cause for the separation of components was due poor bonding between the inner cutter and the coupling along with the contributing factor of the bent probe from its handling. (B)(4)